Event description:
It was reported that when the when the pt was moving around, the ventilator pt circuit tubing would kink and stop the air flow to the pt with no audible alarms. It was also reported that on one occasion, the nurse did not notice the tubing was kinked, the pt had turned blue and it took ten mins to oxygenate him back to normal.